Manufacturer narrative:
The field service representative (fsr) verified the event through the logs, but could not duplicate the reported issue. He replaced the power supply two (ps2). The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb)procedure, the battery could not be charged. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020, the team powered on the heart lung machine (hlm) without issue. They set up, primed and commenced cpb without concern or any error messages. A while into the procedure the team received a messages stating battery cannot be charged; full battery may not be available. The case continued without issue and without losing power. This incident did not delay the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2020 at power up the power manager reported 'supply voltage failure', ps2 voltage was 689 mv. The good signal was also reported as not good. This will cause the battery charger to be disabled and display the 'battery cannot be charged' message in the perfusion screen as reported. This has occurred intermittently since at least (B)(6) 2019. The 'battery cannot be charged' message may not have been noticed since a higher priority message may have prevented it from displaying in the top message area. There was also one instance where at power up the good signal was reported as not good, but there was not a supply voltage failure indicating 24 volts was in range. This occurred on (B)(6) 2020. During laboratory analysis, the product surveillance technician observed the power supply fault signals between blue connector and black connector were reading <826 millivolts direct current (mvdc). A functioning power supply signal voltage reading is <350 mvdc. This would cause a 'battery cannot be charged/full back up may not be available' message.

Manufacturer narrative:
Corrected block: h6. The reported complaint was confirmed. The power supply was retested and upon retest, the voltage readings were within specification. It was retested three times and passed each time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.